Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The led is working and no led anomaly during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer's father reported that the insulin pump had a button error alarm. The customer's father also reported that numbers were ramping on the device's display. Blood glucose level was 180 mg/dl at the time of the incident. The customer's father was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.